Event description:
It was reported that the power was switching from one power port to the other one before the batteries had reached 25% charge capacity. There was no effect on the patient. The batteries were returned and received by the manufacturer on (B)(4) 2015 and investigation is in progress. This MFR report is 2 of 2 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep spare batteries available at all times. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. This is 2 of 2 reports (3007042319-2015-00719 and 720) submitted for devices related to the same patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed as log files were not available for analysis. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with "power switching" are most often attributed to a communication error. The most likely root cause is a communication error between the controller and batteries. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00719 and 3007042319-2015-00720) submitted for devices related to the same event.